Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not functioning properly.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed that this call was opened in error. The original issue was reported on cs300 s/n:(B)(6). Please see attached email. The repair on the correct unit was completed under so#(B)(4), attached. Completed repair with all functional and safety tests per manufacturer specifications.